Manufacturer narrative:
Age/date of birth: age range between 64 ± 11 (mean ± standard deviation {sd}). Unknown as information was not provided. Date of event: date article accepted is july 5, 2021. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, as information was not provided. Explant date: not applicable, as lens remains implanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: brar, s., rathod, d.p., nikhil, r.p., ganesh, s. (2021). Clinical outcomes, predictability and rotational stability following implantation of eyecryl toric versus tecnis toric intraocular lenses¿a comparative study. Int ophthalmol. 41(1), pp. 3769-3780. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: clinical outcomes, predictability and rotational stability following implantation of eyecryl toric versus tecnis toric intraocular lenses, a comparative study a retrospective study was done to compare the visual outcomes, predictability and rotational stability following implantation of eyecryl toric versus tecnis toric intraocular lenses. A total of 100 eyes from 78 patients were included in this study who underwent phacoemulsification using the following iols: eyecryl toric iol (n=50 eyes), and tecnis toric iol (n=50 eyes). At 1st week after surgery, there was a significant rotation of the toric iol (>10 degrees) in tecnis toric group requiring iol re-positioning (n=2 eyes). These iols were re-positioned on the same day, after which they remained stable at the subsequent visits. At 6 months post op, tecnis toric group had post-op rotation between 11 and 15 degrees (n=3 eyes). These were not re-aligned and were left as it is. The mean post-op rotation was 4.44 ± 2.77 degrees in tecnis toric groups. This report is for the intraocular lens, model zct375. Separate reports are being submitted for the other toric models zct-100, 150, 225, 300, 450, 525, 600, 700, and 800. It is not clear which toric model occurred in the eyes with the complication.